Event description:
During a periprosthetic distal femur rod insertion on (B)(6) 2013, the spiral blade inserter became temporarily lodged in the aiming arm while inserting the spiral blade implant with reported difficulty advancing. Subsequently, the spiral blade inserter was able to advance and the spiral blade was implanted. No patient consequence reported. The surgeon was satisfied with the outcome of the procedure. Reportedly the spiral blade inserter was tested post operatively and experienced the same issue. It was reported the blade portion of the inserter visually appeared to be warped. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A number of complaints have been received indicating that the spiral blade inserter, 03.010.084, was stuck in the spiral blade aiming arm, 03.010.051. Currently, all of those complaints involve an inserter made out of (B)(4). The material of these inserters was changed to (B)(4), which is a harder stainless steel, in july 2004 to decrease the chance of these items sticking or galling to each other. The change was incorporated in late september 2006. The first vendor lot number for the new design (material change) is 1555603, which corresponds to a synthes lot number of 5363784. The returned device (lot 1501780) was manufactured in june 2006 which is prior to the design change. This is the only complaint for this complaint condition of will not advance in the entire complaint history for spiral blade inserter part 03.010.084 and approximately (B)(4) have been distributed since 2006 (oldest sales data available in jde) which results in an estimated complaint rate of (B)(4) based on sales. This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. The design change was already implemented to address this issue. Additional task will be launched to pd to review the risk analysis and update accordingly.